Event description:
The manufacturing representative (rep) reported they were going into a case to replace the patient's implantable neurostimulator (ins) because the patient was not compliant with charging. They attempted to bring the battery out of overdischarge with 8-9 physician mode recharges (pmr) and were unsuccessful. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# j0124541v, implanted: (B)(6) 2002, product type: lead. Product ID: neu_ recharger_acc, product type: recharger. (B)(4).

Event description:
It was reported that the patient¿s device was overdischarged. Due to the overdischarge the patient did not have any stimulation. The patient had not charged their device and the overdischarge was confirmed. Four physician recharge modes had been performed and the device had not flipped over to a normal recharging screen. A manufacturer representative could feel the device, it was very visible, and it was not flipped. The patient¿s last successful recharging session was on (B)(6) 2015. Antenna locate was performed and the numbers ranged from 58 to 60. A normal recharging session was attempted but a power on reset (por) did not show on the recharger screen. Another physician recharge mode (prm) was attempted and then the patient went home and did 3 more prms on their own. The patient met with a manufacturer representative on (B)(6) 2015 and a different recharger was used. An antenna locate was performed so they could make sure that they were right over the implantable neurostimulator (ins). Another 3 prms were performed. The device was still not able to be pulled out of overdischarge. The plan was to replace the ins with a non-rechargeable battery. The patient was not receiving effective therapy at the time of the report.